Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0340603v, implanted: (B)(6) 2003, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0340603v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Information was received from the consumer that reported recharging was taking too long. The day prior to report the patient used the implantable neurostimulator recharger (insr) and was sitting and charging for several hours. The ins never moved past the "first bar" on the ins icon in the middle row. They had all 8 coupling bars. The patient was supposed to charge every day for 15-20 minutes per day. The consumer knew the difference between the insr and the ins icon and coupling bars. They confirmed again that the ins battery icon did not move even though the patient was sitting for several hours. No symptoms were reported. It was noted the patient recently got the rechargeable battery. They confirmed it was normal battery depletion on the old ins. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine what circumstances led to the device not charging, what symptoms were experienced, and what steps were taken to resolve the issue. Indication for use is parkinsons dual and movement disorders.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstances that led to the device not charging and battery depletion was lose connect. There was no battery charge. Steps taken to resolve the issue included making sure the connections were all right.